Event description:
It was reported that a spectrum pump constantly displayed the close door message when the door is shut. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported constant close door message, which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced.